Manufacturer narrative:
A medtronic representative, following-up at the site, reported the site's radiology dept. Did not do the pre-op computed tomography (CT) to protocol, the surgeon brought in the imaging system to perform a scan instead of going back to CT. Between bringing the imaging system in, positioning it around the patient, running the scan, and then taking some time to manipulate images (about 10-15 minutes) and another 10 minutes for the surgeon to build a model, the delay was overall about an hour. Medtronic images did not create a delay other than the time spent adjusting windowing. Then the surgeon spent about 10 minutes creating a model. After the spin was done, only 25 minutes passed until the procedure begin. On (B)(4) 2017 - software investigation completed. Findings are that the patient scan was not to navigation system protocol because of gantry tilt. Software is functioning as designed. -o parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, with penumbra apollo to re-sect a cranial hemorrhage, the site attempted to load the pre-op computed tomography (CT), however, they were unable to use it to navigate because there was gantry tilt. The site used the imaging system in place of the pre-op CT. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was one hour before continuing, due to CT not being to protocol which resulted in the site bringing in an imaging system and positioning it. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device manufacturing date updated to proper value.